Event description:
It was reported that a pump displayed a cartridge change error. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to inspect and clean the pump components, specifically advising to remove the o-ring from the pneumatic tap and clean it with an alcohol wipe. The customer successfully followed the instructions and completed the load process, resuming insulin delivery.